Event description:
It was reported that the customer had high blood glucose and was in a car accident last week. Caller stated that they did not notice any damage to the insulin pump. Caller stated that the customer is hospitalized due to unexplained high blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 444 mg/dl. Caller stated that now they notice that the insulin pump is broken. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.